Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 user guide states: do not remove or add insulin from a filled cartridge after loading onto the pump. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer was able to resume insulin deliveries for the past occlusion alarms. The customer was unsure if their blood glucose (bg) levels were impacted for past events; current bg level was 223mg/dl. A system check was performed using the current supplies and the pump performed as intended. No damage to the cannula was noted. Reportedly, the customer had removed insulin outside of the load sequence with the current cartridge in use. Tandem technical support advised the customer to contact their healthcare provider regarding different types of infusion sets that may work better with the customer and to perform a supply change to resolve their current occlusion.